Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen for an orthodontic consult and provided a letter of recommendation. The orthodontist found the patient to have a class 2 division 1 subdivision right malocclusion with crowding upper and lower. The patient also has gingival recession on #7, 10, 21 and 24. Due to the limitation of byte aligners, especially for the lack of elastics and attachments the goals are not achievable. The patient has discontinued the aligner treatment. The patient will need to start a comprehensive orthodontic treatment to address the dental concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.